Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification: this device was manufactured before the UDI requirements. Device evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the customer's report. The lcd color cable assembly will be replaced as a precaution. The device will be recertified and returned to the customer once the repair estimate has been approved. No trend is associated with reports of this type.